Event description:
Mentor cohesive gel implants 375cc placed in (B)(6) 2012. Multiple surgeries and illnesses with declining health since. Multiple diagnoses: sle, ra, fibromyalgia, antiphospholipid antibody syndrome, migraines, allergies, food intolerances, fevers, frequent infections, the list goes on and on.